Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a quantity two ar-6068-25tl (lot: 000399887) broke right at the end of the shaft.

Manufacturer narrative:
It was reported that the tip of the devices broke. Visual evaluation identified that both tips had broken off the distal end of the device. However, without the return of the product, further investigation cannot be performed. Additionally, patient bone quality and surgical procedure technique were not reported. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the devices.